Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, -6.00 diopter, implantable collamer lens tore/broke during loading. There was no patient contact. A replacement lens was implanted, and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).